Event description:
It was reported that a user was unable to load an IV set into a pump.

Manufacturer narrative:
(B)(4). Review of the history shows multiple "door not fully latched" alerts. A door not fully latched alarm occurs when an IV set is loaded, the door is closed and there is a disparity in the state of the upper and lower door latches. The device was not returned to sigma for eval and therefore an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.